Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 7070864. Product family: dbs-linear leads upn: (B)(4), model: db-2202-30, serial: (B)(4), batch: 7072591. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: 7083447 batch: 7083447 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: 7083068 batch: 7083068 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 26287596 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 26248509.

Event description:
It was reported that the patient experienced and infection and underwent an explant procedure of the deep brain stimulation dbs system. The cause of the infection was not identified however the physician believes that there may have been a cause other than the device. Nothing happened during the dbs procedure that may have caused or contributed to the infection. The patient then later was re-implanted with a new dbs system. There have been no reported adverse patient effects since.